Event description:
25 y/o female underwent surgery for ectopic pregnancy on 12/23/97. Two days post-op, the middle one-third of the incision was noted to not be approximated with the lower margin being inverted and the upper margins being everted with the staples having pulled through. Pt was returned to surgery on 12/25/97 for reapproximation of the wound.